Manufacturer narrative:
Taper ii. (B)(4) 2013. The product associated with this report remains implanted at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pouch dilatation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pouch dilatation as follows: "slippage and/or pouch dilatation of the band can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."

Event description:
Doctor reported pt in hero study experienced pouch dilatation. Hospitalization occurred to treat event. A second event of pouch dilatation occurred, which was treated with surgical revision to reposition lap-band ap system (with preservation of same band) and hospitalization.